Manufacturer narrative:
Pump passed the functional tests, including the self test rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0875 inches. Successfully downloaded history files and traces using thump. In further full review of the pump history on the event date of 08/06/2025 bolus daily delivery total was [20.8u]. Basal daily delivery total was [19.9u]. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Unit p-cap locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Alleged cosmetic damage was confirmed where cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side was noted. Unable to verify alleged high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and the pump was damaged. The customer reported a blood glucose value of 203 mg/dl. The customer reported hyperglycemia was treated with the manual injection/insulin pen and the customer reported the malaise. The event involved products mmt-1880l, mmt-242a, and mmt-332a. Troubleshooting was partially performed, and the customer has not been using the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-1880l, mmt-242a, and mmt-332a.